Manufacturer narrative:
B.5.it was reported that during use of a bio-console 560 instrument an error code 27 (sc mpu fs demodulator hard, error) occurred. The use of the instrument was unspecified. No patient complications have been reported as a result of this event. Medtronic received additional information that restarting the device did not resolve the issue.it was considered that the error was caused by a motherboard failure device evaluation::the reported error code 27 was verified during service.the issue was resolved by replacing the 560 bioconcole flow module . Preventive maintenance was performed per specifications. Correction.b.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a bio-console 560 instrument an error code 27 occurred. The use of the instrument was unspecified. No patient complications have been reported as a result of this event.